Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, crosstalk was observed to have inhibited ventricular pacing. Patient is pacemaker dependent. Programming change was made. Patient condition was good.